Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath (sob) and congestive heart failure (chf) exacerbation. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) may have treated an atrial fibrillation with rapid ventricular response (afw/rvr) episode as a ventricular fibrillation (vf) episode resulting in the patient receiving inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.